Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# cyt9p; tri ts baseplate size 5; cat# 5521-b-500; lot# aye3oa; tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# er9mp2d; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0063518k; triathlon symmetric x3 patella; cat# 5550-g-298; lot# rnrx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. The sole stryker device implanted as part of the revision was a 5x9 triathlon cs insert. Update: as reported by rep, "patient was displaying signs of potential infection. Irrigation and debridement was performed and the polyethylene liner was exchanged...size 5 by 9mm cs insert was removed".